Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd phaseal¿ injector luer lock (n35c) there was an issue with injector couldn¿t engage with device. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd phaseal¿ injector luer lock (n35c) there was an issue with injector couldn¿t engage with device. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR: n/a - no lot. Quantity of customer samples: 1; the injector is slanted. It is confirmed that is not functional. Injector difficult to engaged/disengaged. The defect is confirmed: the injector is slanted, and therefore not functional. Inspections and tests: the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300 current version): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to (B)(4) current version) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a caliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and penetrated by the cannula. During assembly process, needle housing is assembled to the piston in station 38&39 of the assembly machine. In case of bad alignment of the stations, the cannula can be introduced inclined. The consequence is that the injector is not functional. Due to some problems in the machine in october 2016 related to this issue, project #(B)(4) was open. Some new tools where manufactured to better adjust the stations. As the lot is unknown it is no possible to review the DHR. It is no possible to know if the lot was manufactured before or after the improvements achieved through project #(B)(4).

Manufacturer narrative:
The following fields have been corrected from the previously incorrect submission. Type of reportable event: malfunction.

Event description:
It was reported with the use of the bd phaseal¿ injector luer lock (n35c) there was an issue with injector couldn¿t engage with device. There was no report of injury or medical intervention.